Event description:
Arjo became aware of the event involving therakair visio pump. The customer reported that electrical cords were hanging out of the pump causing the nurse to get electric shock. The customer reported that electrical cords were hanging out of the pump causing the nurse to get minor electric shock. No injuries caused by the electric shock were noted.